Event description:
It was reported that after the spring wire guide (swg) insertion and dilation, the clinician tried unsuccessfully to advance the catheter. The clinician then exchanged the swg with a competitor's swg, radifocus by terumo, and tried again to insert the catheter over it. Although resistance was again met, they managed to insert the catheter. There were no reported pt complications as a result.

Manufacturer narrative:
The event was initially evaluated, and determined to be non-reportable. The returned device was evaluated, and the event was determined to be a result of a product malfunction, therefore, it is reportable. Eval: no sample was returned for review. However, investigation involving a similar report and the same product and lot number, found a tight fit between the catheter and spring wire guide (swg). The device history records for the catheter were reviewed with no relevant findings. The potential cause of this issue is mfg related since the swg insertion difficulty appears to be related to deformed lumens inside the catheter juncture hub. A CAPA has been initiated to address this issue.